Event description:
Additional information received from a manufacturing representative reported that low impedances were measured on (B)(6) 2016. Impedances were measured to be 98 ohms on electrode pair 10-11. All other impedances were measured to be within normal range. The implantable neurostimulator (ins) was programmed to c+, 10 and the therapy impedance was 753 ohms on the right side. There were no clinical complaints reported and the electrodes with the short were not being used for programming. The patient later reported there was a short and they had their device checked twice. The patient wanted to know why they could not have an MRI, if they could have surgery without an MRI, and whether they needed surgery to fix the short circuit. The patient planned to follow up with their health care provider. The patient's indication for use is parkinson's dual and movement disorders. No cause, troubleshooting, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
It was reported on the date of the event, an impedance of 83 ohms was noticed on electrodes 10 and 11, while other values and the case values were fine. It was noted the patient's impedances were fine last month. The patient was programmed on c+, 10- and was therapeutically doing fine. No symptoms or interventions were reported regarding this event.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0fbwl, implanted: (B)(6) 2014, product type: lead; product ID 37651, serial# (B)(4), product type: recharger; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3387s-40, lot# va09prb, implanted: (B)(6) 2013, product type: lead. (B)(4).